Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm npvc catheter broken. September 28, 2024 at 9:00 a.m., the nurse for the 10 bed zou yi usurped intravenous indwelling syringe. On (B)(6), 2024 at 5:20 nurse for the patient to draw blood, found that the bedside desktop with a blood indwelling needle, indwelling needle hose anterior section of the fracture, the hose is about 1.5cm missing, did not see the dressing, the nurse to check the patient's whole body, the bed unit, the nearby ground, were not found, the patient did not complain about the discomfort. 9:30 nurses accompanied the patient for left upper extremity vascular ultrasound, vascular ultrasound showed: no abnormality. Retain the problematic device to report to the hospital asset management department.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 4 photos, but did not return defective sample. The photos show that the length of the residual catheter is about 4mm, the fracture surface of the catheter is relatively flat, the sku is 383083, and the batch code is 4016765. 2. DHR/bhr review lot # 4016765 1-the products of this batch were assembled at intima ii auto line 4 in february 2024, and packaged at r245 package line in february 2024. Work order quantity was (B)(6) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 4- review incoming inspection records of catheter, no abnormalities. (Material number: b5171aaal, batch number:3310590, 3342227, 3310589- 3. The retained sample of this batch is taken for the relevant functional tests of the catheter: the 45psi leakage test and the pull force test of the catheter. The test results show that no leakage is found at the catheter, and the pull force of the catheter is within the product specifications. Please see the attachment (B)(4) for test reports. 4. Catheter fracture analysis: 1- the fracture of the catheter was found on the third day after the indwelling, indicating that there was no leakage or other abnormalities during the first 2 days of use of the indwelling needle. 2- the catheter that is forcibly pulled off will be deformed, white in color, and the fracture surface will be uneven, please see the attachment (B)(4) for photos. The residual catheter in the return photo does not show these states. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show the states of the residual catheter, and since the defective sample has not been received for further examination, the root cause of the fracture of the catheter cannot be determined.

Event description:
No additional information provided.